Event description:
Device 1 of 4:reference MFR report #: 1627487-2015-07596, 1627487-2015-07597 and 1627487-2015-07598. Follow-up revealed the infection has resolved over time.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had two extensions from the same lot. Device 1 of 4. Reference MFR report #: 1627487-2015-07596, 1627487-2015-07597 and 1627487-2015-07598. It was reported, the patient's scs system was explanted due to a possible infection at both the lead and ipg sites. Pus was noted. Blood work was done prior to the surgery and cultures were taken. The results are unknown.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #: 1627487-2015-07596, 1627487-2015-07597 and 1627487-2015-07598. Follow-up revealed the culture was tested positive for staphylococcus epidermidis. The patient was given antibiotics.